Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates the patient had their system explanted on (B)(6) 2019 due to the system only providing minimal, if any relief since being implanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04911, 1627487-2019-13913. It was reported the patient would get their system explanted for an unknown reason.